Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MFR: 2134265-2017-06659. It was reported that recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. A 30mm watchman laa closure device & delivery system was inserted into the watchman access system. The was became kinked where the dark blue met the light blue on the distal end. The closure device was deployed; however, they had a very hard time completing a full recapture and the closure device was 3/4 of the way contained inside the sheath during removal. They were able to remove the device and then they exchanged the sheath. They successfully deploy a new device. No further patient complications were reported and the patient was stable.